Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert and was exhibiting premature battery depletion. Boston scientific technical services reviewed the available data and indicated that the power consumption is increasing in a gradual fashion. Technical services (ts) recommended device replacement because of this anomaly. Currently, a revision procedure has not been schedule. There were no adverse patient effects reported and the device remains in-service. New information received indicates that this device was explanted and replaced without incident. The explanted device was given to the patient per their request and will not be returned for evaluation.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert and was exhibiting premature battery depletion. Boston scientific technical services reviewed the available data and indicated that the power consumption is increasing in a gradual fashion. Technical services (ts) recommended device replacement because of this anomaly. There were no adverse patient effects reported and the device remains in-service.